Event description:
Customer reported that the insulin pump's act button was no longer responding. Customer did not recall any significant events leading up to this error. Blood glucose level was 128 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent activate button due to flatten dome switch. Corrosion was also found at the keypad traces. The device also was received with cracked case at the display window corners and battery tube threads. The unit was received with minor scratched display window.